Event description:
The customer reported that the device failed to power up during troubleshooting with the philips customer care support center. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up during troubleshooting with the philips customer care support center. There was no pt involvement. The device was evaluated at the philips repair bench and the failure was verified. One of the battery pca pins was bent/broken. The battery pca was replaced to resolve this issue. The device passed all post-testing and was shipped back to the customer site.